Event description:
It was reported that the device was used during a roux en y. On third cycle, the device jammed and would not open. On the second firing reload, the device would not fire all the way. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Damaged knife. Evaluation summary: the device was received for analysis with no visual non-conformances and with two reloads present. One reload was received fully fired and one was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The device was tested for functionality with a test reload. The functional test demonstrated that the device opened and closed without any difficulties, and that it fired, cut and formed all staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.